Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead; 419588 lead, implanted 2010 (B)(6). (B)(4).

Event description:
It was reported that there was occasional atrial undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.